Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. There was no reported impact to customer's blood glucose level. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source.